Event description:
It was reported that during the implant attempt the helix was stuck on the right atrial lead. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the full lead was returned, analyzed and the helix/lobe was distorted/bent. It was noted that there was blood in/on the helix/lobe mechanism, the lead appeared damage at implant and the lead was stretched.